Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for normal device change-out procedure on (B)(6) 2019. During interrogation prior to the procedure, noise was observed on the right atrial lead. The physician stated that this was an ongoing issue with the lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the event.